Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple altitude alarms. There was a temporary delay in clearing the alarms. Insulin delivery was resumed. The customer's blood glucose level was 300 mg/dl and was addressed with a correction bolus.